Event description:
It was reported that the right ventricular (rv) lead had oversensing, increased impedance, noise, no capture, no sensing, the rv defibrillation and svc (superior vena cava) impedance was almost zero ohms and the patient alarm was sounding every 4 hours. The lead remains in use. Follow-up attempts for further information regarding therapies turned off last year due to inappropriate therapies were unsuccessful. Any additional relevant information received will be added to the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had oversensing, increased impedance, noise, no capture, no sensing, the rv defibrillation and svc (superior vena cava) impedance was almost zero ohms and the patient alarm was sounding every 4 hours. Follow-up attempts for further information regarding therapies turned off last year due to inappropriate therapies were unsuccessful. Any additional relevant information received will be added to the event. It was further reported that the patient was shocked due to the oversensing of the right ventricular lead. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.